Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the hospital with chest pain and dyspnea. A CT scan was performed and showed the right ventricular (rv) lead currently not in the correct position, it was no longer in the rv but was positioned within the coronary sinus and had entered the middle cardiac vein. Lead measurements were all normal and the device was pacing, sensing with capture. Subsequently, a video-assisted thoracoscopic surgery was performed to drain the pericardial effusion and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital with chest pain and dyspnea. A CT scan was performed and showed the right ventricular (rv) lead currently not in the correct position, it was no longer in the rv but was positioned within the coronary sinus and had entered the middle cardiac vein. Lead measurements were all normal and the device was pacing, sensing with capture. Subsequently, a video-assisted thoracoscopic surgery was performed to drain the pericardial effusion and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to information to field h6 patient codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.